Event description:
While performing preventative maintenance on the device, the philips authorized service personnel (asp) discovered that the display was not functioning properly as it was barely readable with lines running through it. There was no reported patient or user involvement and no adverse patient/user impact.